Event description:
It was reported that a perforation was caused by a non-abbott device. The 3.5 x 26 mm graftmaster was attempted, but it failed to cross into the left anterior descending (lad) artery. The 3.0 x 16 graftmaster was then attempted, but also failed to cross. The perforation was sealed by prolonged balloon inflations. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. In this case, the reported failure to advance appears to be related to the operational context of the procedure. The 3.0 x 16 mm graftmaster (12744-16, (B)(4)) is being reported under a separate medwatch report number.